Manufacturer narrative:
The device history record (DHR) for lot 2324713864 was reviewed and no anomalies related to the reported issue were observed. Two pictures were provided for analysis, and upon reviewing the pictures, the reported issue was observed. The physical device was not returned for evaluation. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the catheter was broken in half and some pieces detached from the tip. Additional information was received from the customer and stated that the issue was discovered after used on a patient. It was intact in the package. Per customer, probably pieces were left in patient, but no way to know if there was still pieces left. There was no harm known at this time.